Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration and perforation of the essure device"), genital hemorrhage ("heavy and abnormal bleeding") and menometrorrhagia ("irregular/prolonged menstruation") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 in 1991 and cholecystectomy in 2005. Previously administered products included for birth control: aygestrin from 2006 to (B)(6) 2009; for gall bladder disease: antibiotics in 2005; for hypertension: diltiazem in 2005 and hydrochlorthiazide in 2005; for chronic low back pain: flexeril in 2004 and tylenol in 2004; for irregular bleeding: aygestrin. Concurrent conditions included body mass index normal, alcohol use and ex-smoker. Family history included ovarian cancer, hypertension, diabetes and cerebrovascular accident. Concomitant products included omeprazole since 2005 for gerd as well as aciclovir (acyclovir [aciclovir]) since 2011, allium sativum (garlic) since 1997, duloxetine since (B)(6) 2010, furosemide since 2005, lisinopril since 2005, meloxicam since february 2009, nicotinam. W/pyridoxi. Hcl/ribofl./thiam. Hcl (b complex) since 2008, omeprazole (prilosec) since 2005, osteo bi-flex since 2008 and potassium since 2005. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 20 days after insertion of essure, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2009, the patient experienced depression ("depression"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced arthritis ("arthritis") with arthralgia. On (B)(6) 2012, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain, genital haemorrhage (seriousness criterion medically significant), menometrorrhagia (seriousness criterion medically significant), anxiety ("anxiety"), migraine ("migraines") and allergy to metals ("nickel allergy"). The patient was treated with duloxetine hydrochloride (cymbalta), prednisone, oxybutynin hydrochloride (oxybutin), surgery (underwent a bilateral salpingectomy on (B)(6) 2017) and alternative therapy (hip replacement, walking with a cane, xrays, MRI, ultrasound). Essure was removed on (B)(6) 2017. On (B)(6) 2015, the depression had resolved. On (B)(6) 2016, the arthritis had resolved. On (B)(6) 2016, the bladder disorder and urinary tract disorder had resolved. At the time of the report, the fallopian tube perforation, genital hemorrhage, menometrorrhagia, weight decreased, migraine and allergy to metals was resolving and the weight increased, fatigue, anxiety, dyspareunia and dysmenorrhoea had resolved. The reporter considered allergy to metals, anxiety, arthritis, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital hemorrhage, menometrorrhagia, migraine, urinary tract disorder, weight decreased and weight increased to be related to essure. The reporter commented: patient symptoms did not improve and, as a result, in late 2016. Since her removal surgery, patient symptoms have mostly resolved, though some remain. She was not advised of any complications or problems that occurred at the time of essure placement procedure. Two coils noted on each side within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 6-aug-2018: plaintiff fact sheet received. Outcome of events weight gain, dyspareunia, dysmenorrhea (cramping), fatigue and anxiety was updated from recovering / resolving to recovered / resolved incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration and perforation of the essure device"), genital haemorrhage ("heavy and abnormal bleeding") and menometrorrhagia ("irregular/prolonged menstruation") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 in 1991 and cholecystectomy in 2005. Previously administered products included for birth control: aygestrin from 2006 to 12-may-2009; for gall bladder disease: antibiotics in 2005; for hypertension: diltiazem in 2005 and hydrochlorthiazide in 2005; for chronic low back pain: flexeril in 2004 and tylenol in 2004; for irregular bleeding: aygestrin. Concurrent conditions included body mass index normal, alcohol use and ex-smoker. Family history included ovarian cancer, hypertension, diabetes and cerebrovascular accident. Concomitant products included omeprazole since 2005 for gerd as well as aciclovir (acyclovir [aciclovir]) since 2011, allium sativum (garlic) since 1997, duloxetine since 1-sep-2010, furosemide since 2005, lisinopril since 2005, meloxicam since february 2009, nicotinam. W/pyridoxi. Hcl/ribofl./thiam. Hcl (b complex) since 2008, omeprazole (prilosec) since 2005, osteo bi-flex since 2008 and potassium since 2005. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 20 days after insertion of essure, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2009, the patient experienced depression ("depression"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced arthritis ("arthritis") with arthralgia. On (B)(6) 2012, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain, genital haemorrhage (seriousness criterion medically significant), menometrorrhagia (seriousness criterion medically significant), anxiety ("anxiety"), migraine ("migraines") and allergy to metals ("nickel allergy"). The patient was treated with duloxetine hydrochloride (cymbalta), prednisone, oxybutynin hydrochloride (oxybutin), surgery (underwent a bilateral salpingectomy on (B)(6) 2017) and alternative therapy (hip replacement, walking with a cane, xrays, MRI, ultrasound). Essure was removed on (B)(6) 2017. On (B)(6) 2015, the depression had resolved. On (B)(6) 2016, the arthritis had resolved. On (B)(6) 2016, the bladder disorder and urinary tract disorder had resolved. At the time of the report, the fallopian tube perforation, genital haemorrhage, menometrorrhagia, weight increased, weight decreased, fatigue, anxiety, migraine, dyspareunia, dysmenorrhoea and allergy to metals was resolving. The reporter considered allergy to metals, anxiety, arthritis, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menometrorrhagia, migraine, urinary tract disorder, weight decreased and weight increased to be related to essure. The reporter commented: patient symptoms did not improve and, as a result, in late 2016. Since her removal surgery, patient symptoms have mostly resolved, though some remain. She was not advised of any complications or problems that occurred at the time of essure placement procedure two coils noted on each side within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and medical records received. New reporters added. Patient's demographics and relevant history added. Concomitant medication added. Essure insertion date updated to (B)(6) 2009. Per pfs, events fatigue, arthritis, depression, anxiety, pain, weight gain, weight loss, bladder problems or changes and urinary problems or changes were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration and perforation of the essure device") and genital haemorrhage ("heavy and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced arthritis ("arthritis"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), migraine ("migraines"), dyspareunia ("pain during intercourse"), menometrorrhagia ("irregular/prolonged menstruation"), dysmenorrhoea ("severe menstruation pain") and fatigue ("fatigue"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, allergy to metals, migraine, dyspareunia, menometrorrhagia, dysmenorrhoea, fatigue and arthritis was resolving. The reporter considered allergy to metals, arthritis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menometrorrhagia and migraine to be related to essure. The reporter commented: patient symptoms did not improve and, as a result, in late 2016. Since her removal surgery, patient symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.